Event description:
New information (B)(6) 2014 notes that the lead was explanted on (B)(6) 2014.

Event description:
It was reported that the the ventricular lead exhibited high impedance. The lead programming was changed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
A review of prior information has shown that the lead revision occurring on (B)(6) 2014 was unsuccessful. The system remained implanted.

Event description:
New information notes that the patient presented for a follow-up and high impedance was still present also high capture thresholds were noted in the unipolar configuration.

Event description:
Additional information notes the ventricular lead was explanted. The lead had not been replaced.